Event description:
During the procedure, it was reported that the physician could not advance the stent into the microcatheter. So the physician withdrew the stent and found tip of the stent delivery wire was kinked and the stent was prematurely detached inside the microcatheter. Therefore, the stent was removed with a surgical clamp and the procedure was continued with another stent. No clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the tip of the introducer was deformed, and the stent delivery wire (sdw) was kinked. In addition, stent was not returned. The functioning test could not be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint it is possible that the microcatheter used with this stent was not properly flushed or was damaged/kinked leading to the reported issue; this however cannot be conclusively determined. The damage noted to the introducer sheath and the sdw is consistent with excessive force being used while loading the device into a hub of a catheter. As a result of this damage, friction was encountered between the sdw and the introducer sheath during device analysis. The stent prematurely deployed during use most likely due to some procedural factors encountered. Based on the investigation results and available information, a probable cause of procedural factors will be assigned to the reported event and analyzed defects, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the procedure, it was reported that the physician could not advance the stent into the microcatheter. So the physician withdrew the stent and found tip of the stent delivery wire was kinked and the stent was prematurely detached inside the microcatheter. Therefore, the stent was removed with a surgical clamp and the procedure was continued with another stent. No clinical consequences reported to the patient.